Manufacturer narrative:
The device was evaluated in the stryker product assessment center (pac). The pac technician verified the reported issue. The device did not power on due to a low battery. The cause of the low battery was due to the device being in a not ready condition due to an expired electrode tray. The continuous beeping from the not ready condition prematurely depleted the battery. The cause of the reported issue was traced to improper maintenance. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not turn on. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not turn on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker product assessment center for evaluation. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.